Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose".

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with unknown amount of insulin. Additionally, the customer did not disconnect from the tubing during the fill tubing step. The customer¿s blood glucose level ranged from 56-75 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.